Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold which resulted in loss of capture when the physician connected the rv lead to the pacemaker. The patient also experienced bradycardia. Programming changes were made; however, the physician opted not to use the rv lead and replaced it. The patient was in stable condition.